Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date 01sep2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Device codes): the problem code 1069 captures the reportable event of cutting wire broken. A visual examination of the returned device revealed that the distal pierced hole was torn. This condition displaced the cutting wire/notch from its original position; consequently, confirming the reported complaint. Additionally, the device was cut in distal section and the cutting wire was found blackened. Analysis of the returned device found that the working length was found cut in distal section. As per the reported event, this was due to the complainant cutting the device to remove it from the scope. Therefore, the most probable cause for this failure is adverse event related to procedure. Additionally, it was found that the distal pierced hole was torn, which is evidence of that cutting wire anchor slipped out causing the catheter to tear. Based on the information available, there is no evidence of a manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an open investigation to address this issue. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the physician placed the jagtome in the desired position in the papilla. As the nurse bowed the cutting wire, the cutting wire broke. The physician removed the endoscope and cut the tip of the jagtome rx 44 in order to remove the device from the endoscope. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the physician placed the jagtome in the desired position in the papilla. As the nurse bowed the cutting wire, the cutting wire broke. The physician removed the endoscope and cut the tip of the jagtome rx 44 in order to remove the device from the endoscope. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.